Manufacturer narrative:
The field service engineer (fse) conducted a thorough review of the alarm events directly on site. During the incident, the ECG readings displayed a flat line. It was determined that the cause was a dislodged lead. Information provided was also analyzed by a philips product support engineer (pse) and technical support engineer (tse)t who confirmed that the cause was indeed a dislodged lead. The customer was provided this information and accepted the explanation provided. Reporting institution phone # (B)(6). Reporting address line 1 - (B)(6).

Event description:
It was reported during emergency treatment, the patient developed bradycardia in the 20s-30s; however, the monitor did not display the ECG waveforms or heart rate values. The monitor was performing as expected prior to the onset of bradycardia and this issue was noted during the rescue of the patient, so the patient was being attended to at the time. CPR was not performed on the patient and the cable was inspected for disconnection. Alternative monitoring was not implemented and components were not replaced, as the monitor returned to normal operation. This issue did not result in the deterioration of the patient condition and did not require additional medical intervention. The patient has since been discharged. During discussion with the customer, it was concluded that a lead was dislodged, though this was not obvious to the customer during troubleshooting.